Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked also, unable to perform functional testing due to keypad anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the down arrow and escape buttons were not working properly. The blood glucose reading was 489 mg/dl. The customer treated with manual injection. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.